Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that there were no causes or contributing factors for the pipeline failure to open and resistance during retrieval identified. The pipeline has not been placed in a vessel bend when it failed to open. The additional steps and/or other devices used to open the pipeline was, "attempted to retrieve and redeploy, as well as to change the deployment technique, all failed to open it." There was no damage observed to the pipeline or phenom after the removal.

Event description:
Medtronic received information regarding a pipeline flex with shield stent that failed to open at the distal end and was stuck in the phenom 27 microcatheter during retrieval. The patient was undergoing a procedure via right femoral access for flow diverter treatment of an internal carotid artery (ica) posterior communicating artery (pcom) aneurysm. The aneurysm max diameter was 6.3mm and the neck diameter was 4.4mm. The distal landing zone was 3.8mm; the proximal landing zone was 5.3mm. Patient's vessel tortuosity was normal. Dual antiplatelet treatment (dapt) was administered. It was reported that the devices were prepared and catheter was flushed as indicated in the instructions for use (IFU). After access was established and the phenom 27 microcatheter was delivered in place, the pipeline stent was delivered. Once the pipeline was positioned, withdrawal of the microcatheter was initiated to start pipeline deployment. However, the pipeline distal end could not be opened despite repeated attempt to retrieve and redeploy. When retrieving the pipeline, it was stuck within the microcatheter. Both devices were replaced to complete the procedure successfully. There was no harm or injury to the patient.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (231605090); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.